Event description:
The patient noticed that the stimulation amplitude had increased and decreased (much more than with positional changes) after he had entered a building and the stimulation amplitude became so strong that he had to have someone drive him home to get his programmer to turn the system off. Impedance readings showed two electrodes > 10,000 ohms. The implantable neurostimulator (ins) was reprogrammed without using those electrodes. The patient still noticed "surges and shocks", so they eliminated the use of electrode #3 (>8,000 ohms). The patient continued to note changes in stimulation with minimal movement. The system was rechecked in early (B)(6) 2009 and reprogrammed, but the patient noted he was still having surges and shocks with minimal movement. The patient was seen at the end of (B)(6) 2009 for a pre-operative visit and they were unable to interrogate the ins because it was discharged; the patient had used the ins very little since december due to the unpredictability of the amplitude. The patient was asked to charge the ins because it was discharged; the patient had used the ins very little since december due to the unpredictability of the amplitude. The patient was asked to charge the ins so that they could check it again prior to surgery. Both bottom electrodes 3 and 11 had impedance readings of >10,000 ohms. The impedances were checked with the lead alone and all readings were within normal limits; between 725 and 990 ohms. The physician replaced the extensions and the ins. Then all electrodes, except #11, were all within normal limits. The physician had a very difficult time removing one of the extensions from the ins, but was finally able to work it loose. The physician stated that the electrodes on the proximal end of the extension looked "dark, similar to corrosion." There was no patient injury and the patient recovered without sequela.

Manufacturer narrative:
This report is being submitted late due to a delay by a manufacturer employee. A process improvement plan and training are in place. The implantable neurostimulator (ins) and extensions have been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete. (B)(4).